Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(6), 2011. Device not available for analysis.

Event description:
Per the clinic, the device was explanted due to poor performance, and pain around the implant site. The device was explanted (date not reported). There are no plans to reimplant the patient as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4)